Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The device is implanted and not available for analysis, which precludes a full investigation and analysis of the root cause. Additional information from implanting physician indicated the migration occurred approximately one year after implantation after the gel was resorbed. Marker migration occurs when the marker plug and/or clip are not in the expected location. This can include migration in the biopsy cavity during post marker deployment imaging, migration of marker on post biopsy mammogram (including accordion effect and patient position during imaging) or migration of the marker plug and/or clip proximal to the biopsy cavity down the needle track. This is the first report of marker migration to the duct received by devicor. Marker migration is not a device malfunction. Although it could not be concluded that our device caused or contributed to this event, through evaluation by our medical advisor this has been determined to be reportable pursuant to 21 cfr 803.

Event description:
Devicor medical products inc. Received a report from sales representative stating, "ultrasound deployment of hydromark in subareolar location. Mammogram confirmed hydromark coil migration to the nipple via duct." No medical intervention provided at this time, physician is monitoring patient.